Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found upper/lower cases, two side bail covers and the ring cover were broken. Additional findings were battery release, heart wire contacts, lead flex cover, heart block, and battery drawer were contaminated, ring and two side bails were missing, and the main printed circuit board was out of electrical specification.

Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.